Event description:
On 20-oct-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced hyperglycemia with a blood glucose of 400 mg/dl. The user removed the infusion set, administered a correction with outside insulin, and replaced the supplies. Blood glucose returned to range following the supply change. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.